Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was received for analysis in one piece. Microscopic inspection of the tip indicated it was slightly degraded. Visual inspection of the fiber body did not exhibit any breaks. Fiber connector was in good condition; however, the light that was passing through the face looked disorted. The fiber was connected to console, and the aiming beam was round. The console read: treatment used: 4 treatment left: 6. The observed condition of disorted light exiting the connector could be a result of internal fracture in the connector. Fracture within the connector can occur during procedural handling of the fiber during setup, use, or reprocessing. The device history review (DHR) confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement. Based on analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure with this fiber, after several attempts to use the device, the fiber would not operate. Eventually the procedure could be completed with the same device without reported complications. Analysis of the fiber identified a fiber internal connector fracture.